Event description:
Plaintiff alleges the development of type-I latex allergy as a result of her exposure to latex exam gloves. She alleges that as a result of her allergy, she has suffered humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment, fright and apprehension, and emotional distress, all of which are believed to be permanent. Plaintiff's husband alleges loss of consortium of his wife.